Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, non-sustained right ventricular oversensing (nsrvo) was noted due to post sensed t wave oversensing. This was noted just once on the device. No intervention was made. The patient was stable and will continue to be monitored.